Manufacturer narrative:
Refer to mrn: : 1221359-2021-00816, 1221359-2021-00817. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 191-000 / lot 1018715 and test base part number 190-430 / lot 1018715 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rates is (B)(4). However it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported three false positive results with the ID now covid-19 assay. This is report three of three. The customer reported false positive results with the ID now covid-19 assay performed (B)(6) 2021. Confirmation by seegene allplex pcr performed (B)(6) 2021 provided negative results. The patient was asymptomatic at the time of testing. The patient had not been a close contact to anyone with covid-19. The patient was tested for prior to seeking medical attention for a migraine. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.